Event description:
It was reported that half way through da vinci s hysterectomy procedure, the site experienced an error and disabled the affected pt side manipulator (psm) arm. The site was unable to provide isi technical support engineer (tse) with the specific error code. The site also reported they had difficulty moving the second and third psm arms. With the assistance of the tse, the site performed a system over ride and regained control of psm2 and psm3. The site continued with the case and stated they would call back to review the system error logs. Approximately 1.5 hours later, the site called back to report that due to the system related problems and pt complications, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering found system error code #2307 in the system error logs, and was associated with a pt side manipulator (pms) arm. The psm is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The sys was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The system error code#23017 appears when the da vinci s safety sys determined that the motor voltage tracking did not respond as expected and that the measured motion did not match the internal simulation. Upon determining these conditions, the safety system put da vinci s in a recoverable safe state. The psm was returned to isi for failure analysis investigation. Engineering was unable to duplicate system error code #23017, however as a precaution, the psm logic board, axis 4 motor, and axis 1, 2, and 3 motor/encoder assemblies were replaced. As of may 7, 2009, there have been no reported recurrences of the issue at this hospital.